Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had a charger cord, the part with the little insert and a small arrow on it. The patient stated that the little silver thing on the end of it broke off inside of the slit where it inserts. As a result, the patient was unable to charge their implantable neurostimulator (ins) and it had been dead for a while. The patient wanted a replacement part to be sent in the mail. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.